Event description:
The caller stated that there was a time when the customer spent time in the hospital due to th e pdm not alerting her that the cannula came out of the infusion site. She couldn't provide specific blood glucose levels or recall when the event occurred. In a follow up call, the customer was advised that the device will alarm if something blocks the cannula from delivering insulin but does not alarm if the cannula is pulled out of the skin because the pod is still functioning. It was recommended to her that anytime her blood glucose is elevated, she should check the cannula and make sure it is still inserted properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine the condition of product. The caller reported that the cannula was not inserted in the infusion site. This condition if undetected will interrupt insulin delivery and contribute to hyperglycemia. No product lot was reported so no qualification record review could be performed. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "you can avoid most risk related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often.